Event description:
Patient reported a right side MRI reporting rupture and now is in severe breast pain. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side MRI reporting rupture and now is in severe breast pain. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported "rupture" diagnosed via MRI and "severe breast pain". Healthcare professional later reported "rupture" and "capsular contracture baker grade IV". This record is for the right side. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.